Event description:
Customer reported that she used an adc lancing device at setting 3 or 4 and that caused a bruise and "red marks on her arms". Customer further reported that doctor "gave her antibiotics for her red marks". Medical survey was not completed because customer disconnected the phone call. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. Note: the lancing device's manufacture date is unknown.

Manufacturer narrative:
This is a correction report. The brand name of the lancing device is freestyle flash lancing device.